Event description:
It was reported that the patient had a syncopal episode which correlated with a high rate episode on the device. It was also noted that paramedics stated the device was pacing at 30bpm. There were no strips to confirm this. In addition low amplitude r waves were noted. The physician elected to upgrade the patient's therapy from a pacemaker to an ICD. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and revealed no anomalies. The ventricular lead has a non-physiologic sense count of 148. The lead impedance trend looks good. Ventricular capture management trend looks good. Correction: event location, source type code, date of death, event description.

Event description:
It was reported that the patient had a syncopal episode which correlated with a high rate episode on the device. It was also noted that paramedics stated the device was pacing at 30bpm. There were no strips to confirm this. The physician elected to upgrade the patient's therapy from a pacemaker to an ICD. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.